Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer since (B)(6) 2015, and had not felt stimulation since the same time frame. It was noted the patient needed to have her implantable neurostimulator (ins) replaced. The patient was using an antenna. It was reviewed the antenna should be secure and then to synchronize with the ins. This had not resolved the issue. The patient was to unplug the antenna, place the patient programmer directly over the ins on the skin, and synchronize. The issue was not resolved. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up was conducted to obtain this information. If new information is received, a supplemental report will be sent.